Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, difficulty was encountered when placing the pacing lead. It was reported that the lead could not be unscrewed from the septum as it was "blocked". The lead was removed and tissue was noted on the helix. The lead was replaced. No patient complications have been reported as a result of this event.